Event description:
It was a reported that the foley catheter valve was damaged during removal after being placed.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. Evaluation confirmed that the detached valve and cap on the returned catheter. Further investigation was documented under cid#(B)(4). The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter name: (B)(6) hospital, (B)(6). Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was a reported that the foley catheter valve was damaged during removal after being placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.